Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was undersensing on the atrial channel. No changes or interventions were performed; the physician elected to monitor the patient. There were no patient consequences.